Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 218, 160, 198 mg/dl. The time between each test is unknown. The average of the three is 18%. The average between 218 and 160 is 27mg. The average of the others is less than 20%. The customer refused to troubleshoot or answer the additonal question for the customer care representative. No further information has been reported.